Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user took 100 units of tresiba at ilet initiation per healthcare provider direction and experienced prolonged low glucose readings under 75 mg/dl for approximately five hours, which she treated independently with fast-acting carbohydrates including 4 oz of juice; she discontinued tresiba thereafter and reported no additional low glucose events. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute sequelae. Outcomes included self-treatment with oral glucose and no need for medical intervention, hospitalization, or ketone testing. Investigation included complaint intake, troubleshooting, and user education with no device alarms reported. Investigation of this case revealed no device malfunction or component issue and an unclear cause for the hypoglycemia given concurrent basal insulin use at start-up. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.